Event description:
It was reported that patient enrolled in a clinical study underwent a left femoral resurfacing procedure on (B)(6) 2006. Subsequently, patient was revised (B)(6) 2006 due to pain and nonunion.

Manufacturer narrative:
The follow-up report is being filed to relay corrected and additional information that was unknown at the time of the initial medwatch. Patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a left femoral resurfacing procedure on (B)(6) 2006. Subsequently, patient was revised (B)(6) 2006 due to pain, fracture nonunion and a femoral neck fracture.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. PMA/510(k) number - unknown. Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a surgical complication occurred. Should additional information be received regarding the procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture of the femoral neck and/or postoperative pain."

Event description:
It was reported that patient enrolled in a clinical study underwent a left femoral resurfacing procedure on (B)(6) 2006. Subsequently, patient was revised november 20, 2006 due to pain, nonunion and a femoral neck fracture.